Event description:
It was reported pt stated stimulation turned off yesterday. The pt was home and status was unk. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).